Event description:
It was reported that a patient received a biozorb device on (B)(6) 2017, then on (B)(6) 2017, had to undergo a re-excision surgery due to close margins. The patient reported a "boil" on her breast and was assessed by infectious diseases due to showing redness, draining and culture was performed and staph. Epi showed in the results. The patient's wound was packed, and antibiotics were given. The patient completed radiation in (B)(6) 2018. The patient had a follow up on (B)(6)2018, with no redness nor purulence observed. Later the patient was assessed due to recurrence of mastitis on (B)(6) 2018. On (B)(6) 2018, the decision was made to remove the device. When the device was removed the physician observed fistulas- since then the patient has been doing well.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.